Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an "explosion" while charging their freestyle libre reader. Customer further reported, "when plugged into the socket, it sounded as if the plug had exploded inside. It also got hot and since then the device can no longer be charged." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader magz228-j0023 was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Connected the reader to a charger and observed the device to be charging, no issues observed. The reader powered on with button depression after charging. The reader was sent for further investigation. De-cased the reader and no issues were observed upon visual inspection. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Event description:
Customer reported an "explosion" while charging their freestyle libre reader. Customer further reported, "when plugged into the socket, it sounded as if the plug had exploded inside. It also got hot and since then the device can no longer be charged." There was no report of death, serious injury, or mistreatment associated with this event.